Event description:
It was reported that the procedure was to treat a heavy calcified lesion in the left anterior descending artery. The sion blue guide wire was advanced to the target area, in the distal lad. The 2.5 x 12 mm trek balloon catheter was prepared per the instructions for use (IFU) and advanced over the guide wire, to the distal portion of the lesion. The balloon was inflated to 12 atmospheres (atm), and then deflated successfully. The trek balloon was pulled back to inflate the mid portion of the lesion and inflated to 12 atm, then deflated. The balloon was then pulled back a little more proximal for another dilatation. The balloon was inflated to 12 atm, and deflated. Again, the trek was pulled back to further dilate proximal, but at this point, the balloon was completely locked up with the guide wire; therefore, the system was removed as a unit. Outside the body, the devices could not be removed from each other. A new prowater guide wire and trek balloon were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.5 x 12 mm trek is being filed under a separate medwatch report. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4): the device was returned for investigation. There was a sharp bend at 7mm from the tip end. Close investigation of the guide wire indicated no other notable irregular or defect with it, no deviation in the dimensions or coating defect, those which may cause the manipulation difficulty to the concomitant devices. The cause of the reported sticking of the devices is likely due to the bend of the guide wire tip end in the anatomy during the procedure. Since all the shipped products are inspected in the production process for meeting products specifications and the release criteria, there is no indication of a product deficiency. Impact of the repeated inflation/deflation over the guide wire could not be identified. The warnings section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take remedial action.